Event description:
During daily check of device, customer reported device did not properly charge. Service representative duplicated the reported condition. Device was repaired and proper operation was confirmed.